Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the power adapter was broken or damaged. The device was replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the unload switch was at the home position. Functional testing found that the blue unload switch could only be partially depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The adapter had 37 of 50 procedures remaining. The device calibrated correctly. A smart reload was attached to the adapter and was able to be loaded and unloaded without difficulty but was not recognized as smart. The reload was able to be rotated and articulated in all directions without hang ups or sluggishness. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the adapter was broken or damaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of the firing rod being out of home position. Functional testing found that the firing rod was noted to be extended several inches distally out of home position. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified asynchronous receiver-transmitter (uart) communications errors. Functional testing found that there were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The most likely cause could not be established from the information available. Another unreported condition was identified, damaged reload ID wires that has no relationship to the reported condition. When the device was assembled and applied, damage to the reload ID wires was found. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: 1. Center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open 2. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.